Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the sample appeared unused. The peel away sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The bladder was fully wrapped. The iabc central lumen was noted bent at approximately 26.5cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sam-ple. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approx-imately 26.7cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump triggered a helium leakage alarm" is not confirmed. The returned sample appeared unused upon receipt. During the investigation, the returned iabc was fully intact with no damage/abnormalities noted. No leaks/alarms were noted during the func-tional testing. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after the catheter inserted into the patient, the pump triggered a helium leakage alarm". As a result, the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".